Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-117254. It was reported the pt was not receiving adequate coverage. F/u revealed the pt's ipg was explanted, but the pt's lead remains implanted. It is unk why the doctor chose to explant the ipg. The ipg will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.